Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Physician's assistant reported that the customer was hospitalized due to diabetic ketoacidosis at the time of the call. On a follow up call, customer's husband reported that the customer was hospitalized with a blood glucose level over 600 mg/dl. Blood glucose level at the time of the call was 604 mg/dl. Caller also reported that the customer was having issues with neuropathy and gastroparesis. Caller stated that the cannula was occluded with blood. No further information was provided.